Manufacturer narrative:
Modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the motor was noisy and the handpiece starts without action on triggers. The repair to the modular electric/battery double trigger handpiece included three motor screws and all seals have been replaced. The motor, controller board, battery support, trigger board, selector axis and ball bearing were replaced due to an upgrade purpose. A corrective action is in place to discover the cause of the reported issue and preventive measures are being taken to ensure the resolution of this problem.

Event description:
It is reported that the modular electric/battery double trigger handpiece started working continuously during surgery. The surgery was delayed for approximately 10 minutes, but no harm, injury or adverse event to patient/operator was noted.